Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. Customer was getting no delivery alarms since this morning and has changed the infusion sets and reservoirs. The customer has not change the site because he was not due to change the site. The customer is still in the hospital and has been give IV fluids but no insulin. The customer reported via phone call indicating that he had excessive no delivery alarm during basal/bolus/fixed prime. The customer was treated for high blood glucose. The customer was assisted in performing a 5.0 units fixed prime. Customer stated the insulin did exit. The customer wishes to run and additional 5 units fixed prime to determine if cannula/site connection may be occluded. The customer stated insulin did not exit and no delivery alarm. The customer was advised to change set and return set for analysis.